Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
During walkmed infusion's product evaluation of the pump, the device was found to fail the free flow test. Further product evaluation of the pump attributed the free flow failure to a worn component. The pump was initially returned to walkmed infusion for a report that during treatment, the pump was programmed and started to run then the pump shut down with no warning. The pump was reportedly then plugged into the wall so it shouldn't have been the battery but the pump shut down again.